Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. Fourteen days prior to the event onset, the patient was hospitalized due to another indication and hospitalization was prolonged due to the peritonitis event. The patient was treated with vancomycin injection (2mg, ongoing, route, frequency and duration were not reported) and gentamycin injection (20mg, ongoing, route, frequency and duration were not reported) for peritonitis. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. It was reported that the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.